Manufacturer narrative:
Investigation underway.

Event description:
It was reported by service report that there is not enough voltage to bring the head down. No patient involvement or adverse consequences reported.